Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that electrical resistance, cross continuity, and helix length test results were within specifications. No anomalies found. Model 3830 has a fixed helix and it cannot be extended or retracted.

Event description:
It was reported that during implant of the lead the thresholds were initially acceptable but increased to a high level after the delivery system was removed. On fluoroscopy the lead appeared to be in the same place. The helix was attempted to be retracted but there was difficulty removing the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.